Event description:
The customer reported to olympus, the control knob on the evis exera iii colonovideoscope was stiff. The issue was found during inspection of the device. Inspection and testing of the returned device found that the biopsy channel had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found foreign material on the biopsy channel near the probe cover. The issue was likely; due to insufficient reprocessing. The following additional issues were also noted: discolored components, assorted scratches and dents, corroded components, bending section cover adhesive detached, and peeling of the connecting tube and universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the biopsy channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and no additional event or device reprocessing information reported, however, it is likely that the issue was the result of improper user handling/insufficient device reprocessing. Olympus will continue to monitor field performance for this device.